Event description:
The field engineer reported that the system would not produce x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was replaced. The system was then found to be working as intended.